Event description:
Info received that a pt fell during the transfer between the bed and the chair due to a probable detachment of the sling. Facility alleged pt was in need of medical intervention for injuries.

Manufacturer narrative:
Technician examined the lift and found that there were no apparent defects with the sling bar or the lift. It is possible to surmise that the sling loop was not fully inserted into the sling bar composite hook prior to the transfer taking place. Lift was returned to the facility on (B)(4) 2011.